Event description:
The target lesion was left external iliac artery. There were moderate calcification and vessel tortuosity, the rate of stenosis was 75%. Access was made from the right brachial artery and 4.5f guiding catheter (parent plus, medikit) was inserted into the pt body. Aviator plus balloon catheter (424-7040w, r1208219, complaint product) was delivered to dilate the previously implanted stent (smart control, lot unk) as the proximal edge was stenosed. The balloon ruptured at 2-3atm during the inflation and therefore, the aviator plus was removed from the pt body. The lesion was dilated with another aviator plus (6x40mm, lot unk) and smart control (8x30mm, lot unk) was implanted successfully. According to the physician, the lesion was not heavily calcified, and it did not seem that the complaint product got caught on the stent edge. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report number is 9616099-2009-01537. Additional info will be submitted within 30 days of receipt.